Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va088yp, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va05t43, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s implant was flipping in the pocket and a pocket revision was scheduled. There was a report of shocking today and the impedances were checked. It was noted that the flipped device was confirmed and the patient had high impedances of 4000 ohms on combinations 0 and 2, case and 2, 0 and 3, and case and 3. There was a lead or extension issue of a break or fracture and the location was not specified. It was stated that the patient reported a shocking or jolting sensation. The action required as a result of the event was replacement. Diagnostic testing of troubleshooting was performed. It was noted that the product issue was resolved and it was unknown if the cause of the issue was determined. The lead that was explanted would be returned and the manufacturer representative had possession of the lead. It was reported that there were no patient symptoms or complications associated with the event and the patient status was alive with no injury. Additional information received reported that the lead was replaced due to shocking from the previous lead. There was no printout showing the impedances, but it was noted in the report. It was stated that the patient was doing well and reported good results. The lead would be sent in on (B)(6) 2014. Additional information received reported pre-operatively the patient told the manufacturer representative that they were getting shocked and the impedance was found when interrogated. The lead was replaced based on the issue. It was noted that it was normal battery depletion and the lead had breakage and positioning difficulty. There was no patient death, it was not device related, and there was no patient injury. It was reported that the patient recovered without sequelae.

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found no significant anomaly. The lead body conductor was crushed.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# va088yp, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Correction: lead product ID: 3093-28, lot# va05t43 is not a concomitant product to this event. Correction: the lead that was analyzed was lot# va088yp and not lot# va05t43. Corrected evaluation summary: analysis of the tined lead (va088yp) found no significant anomaly. The lead body conductor was crushed.

Event description:
Additional information received reported that the patient was experiencing effective treatment post-implant. The manufacturer representative perhaps got confused with the leads and the one they returned was the one they returned. The manufacturer representative requested for the lead information to be switched internally as the case was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.